Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1155280. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported was unable to be confirmed. Product was returned however an investigation could not confirm the problem. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained for the same patient 3 times over 3 months. Repeat tests were performed each time using both pcr and antibody tests and the results were negative the employee was sent home until the repeat tests gave negative results. There was no patient impact was otherwise reported. Eua#: (B)(4) the following information was provided by the initial reporter: "patient called to report that their veritor covid kit lot no.1155280 is giving out false positive results."

Manufacturer narrative:
The following fields were updated with corrections: b.5. Event description: it was reported while testing for sars cov-2 false positive results were obtained for the same patient 3 times over 3 months. Repeat tests were performed each time using both pcr and antibody tests and the results were negative the employee was sent home until the repeat tests gave negative results. There was no patient impact was otherwise reported. Eua#: eua(B)(4). The following information was provided by the initial reporter: " patient called to report that their veritor covid kit lot no.1155280 is giving out false positive results. "

Event description:
It was reported while testing for sars cov-2 false positive results were obtained for the same patient 3 times over 3 months. Repeat tests were performed each time using both pcr and antibody tests and the results were negative the employee was sent home until the repeat tests gave negative results. There was no patient impact was otherwise reported. Eua#: eua(B)(4). The following information was provided by the initial reporter: " patient called to report that their veritor covid kit lot no.1155280 is giving out false positive results. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative employees were sent home until the repeat tests gave negative results. There was no patient impact was otherwise reported. Eua#: (B)(4). The following information was provided by the initial reporter: patient called to report that their veritor covid kit lot no.1155280 is giving out false positive results.